Event description:
It was reported that during routine inspection, the item was found to be broken. No case involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the flex reamer shaft confirms a fracture through the puzzle-cut portion of the shaft. The fracture of the flex reamer shaft most likely occurred in overload. An overload fracture can occur if the mechanical loads applied to the reamer shaft exceed the strength of the material. This is not a single use device; reamer shafts should be replaced periodically based on usage. The device shows significant signs of wear/usage. The device was manufactured in 2008. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.